Event description:
It was reported that on postoperative day (pod) 1, after the completion of an uneventful da vinci assisted right hemicolectomy, the patient complained of severe pain. On pod 5, the patient underwent an open reoperation, and an anastomotic dehiscence was discovered at the area where a blue sureform 60 reload was used. The defect was repaired with suture and the patient was transferred to the intensive care unit (ICU).

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation cannot be performed. The first image provided for analysis shows unknown bowel tissue with unknown biological material and no clear staple line. The second image shows the bowel anastomosed together with suture. The staple line was or if there are any staples, formed or unformed, in the tissue. Based on these images a cause cannot be determined for this issue.